Manufacturer narrative:
(B)(4). The manufacture date is unk as the facility does not know which monitor was involved. Nancy woods was offered by covidien to bring in all the n560s for service, the offer was declined. Nancy woods was informed that the alarms can be silenced temporarily until the unit is powered off and then the alarms go back to MFR's settings. Covidien has requested further info surrounding the circumstances of this report, w/o success.

Event description:
It was reported to covidien that a pt was using an n560 (no serial number available) with a ventilator. During use, the pt coded. When they found the pt, the monitor was showing all dashes with no audio alarm. The monitor was connected to a nurse call system, but they are not sure if the nurse call alarm sounded. The monitor previously showed readings at 92% spo2. The pt later expired outside of the hospital. When (B)(6) was asked about the demise happening outside the hospital, she stated that the pt was being transported (911) to an ICU since they are a low acuity facility when the demise occurred. Further info provided was that the monitor was not isolated from the main population. The unit was placed back into service and there is no way to know which monitor was involved.